Manufacturer narrative:
Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2020-02254. Any additional information regarding the event will be submitted as a supplemental submission to that report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the rechargeable implantable neurostimulator (ins) was unintentionally switching on and off multiple times per day, without command from the programmer, according to the patient. It was noted it was not clear if perhaps the patient was turning the ins on and off to get more attention from their parents. Since the last interrogation, prior to this event, on (B)(6) 2018, stimulation was on for 469 days and off for 80 days. The programmer was removed, the recharger was replaced and still the ins switched off several times a day, per patient. Therapy was not possible, and was not continued. No cause had been determined at the time of this report. Additional information was received. It was reported the last recharge date in the system file was (B)(6) 2019, but it was thought the ins was recharged after that date. On (B)(6) 2019 there was another programming session. It appeared as if all recharging data between (B)(6) 2019 and (B)(6) 2019 was lost or damaged. The ins will be replaced in (B)(6) 2020, but the exact date has not been scheduled yet. Afterwards the physician will probably closely monitor the performance of the new ins. The patient was implanted for multiple, difficult psychogenic indications.